Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during a case. The patient suffered from sclerotic bone lesions. The case was to insert four screws in the patient's l4 to l5. The surgeon put the k-wires in on the side of decompression and screw in on the contra-lateral side. The first screw went in at l4 and looked good. They tapped and drilled each level, then went back to insert the screws. The last screw was at l5-r, the manufacturer representative made the observation that the incision hole was not big enough in their opinion, and was vocal about increasing the size. The surgeon was using a drill to screw in the screws. The manufacturer representative vocalized about putting the screw in slowly to find the drill hole first before enabling the drill, but the surgeon triggered the drill before the screw was touching the bone. This caused inferior skiving. The surgeon pulled the screw out and used a non-medtronic tool to insert the last screw. The use of the guidance system was aborted for the last screw. When screwing in the last screw using a driver, they found that the screw release was not as easy to release as expected. The surgeon believes that the skive was regarding the tap not the drill. The delay was approximately 10 min. There was no impact to the patient outcome.